Event description:
A power source alert 07 was reported by the caller, indicating an issue with charging the pump. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the pump failed to charge, and a replacement was arranged by technical support. The customer was instructed to allow the battery to fully deplete before returning the pump and agreed to return it using a pre-paid label within 10 days. The customer will use multiple daily injections (mdi) as a backup therapy.